Event description:
Upon reassessment of the reported event, it was determined that this event was previously reported in error. There is no allegation against the form, fit, or function of the uni implants, they are not reportable as they were incidentally removed to relieve the patient's ongoing condition. This event is not reportable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event was previously reported in error. There is no allegation against the form, fit, or function of the uni implants, they are not reportable as they were incidentally removed to relieve the patient's ongoing condition. This event is not reportable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00062, 0001822565-2019-00966, 0002648920-2019-00155. Concomitant medical products: femoral component precoat, item# 00596001551, lot# 63393121; prolong lps-flx nexgen articular surface, item# 00596205110, lot# 63939280; all poly patella, item# 00587206526, lot# 64080698. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure and subsequently was revised due to pain. Patient had previous bilateral uni-compartmental knee replacement and presented with left knee pain after 12 years. As per the x-ray the native bone on the non prosthetic side had degenerated. The surgeon made a decision to convert the left knee to a total knee replacement. There is no additional information at this time.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that, the product reported was incorrect and is not reportable. Hence the initial report submitted needs to be voided. The event will be reported on: 0001822565-2019-02239, 0001822565-2019-02238, 0001822565-2019-02240.

Event description:
Upon reassessment of the reported event it was determined that, the product reported was incorrect and is not reportable. Hence the initial report submitted needs to be voided. The event will be reported on 0001822565-2019-02239, 0001822565-2019-02238, 0001822565-2019-02240.